Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that the pt underwent a sling procedure in 2006, and was able to void postoperatively. Within 24 to 48 hours, the pt experienced difficult micturition which led to urinary retention. The pt was catheterized without difficulty and was treated with medicines. On postoperative day 14, the tape was removed. The tape was found to be tight an lying towards the cranial side. The physician opines that the tape tightened itself postoperatively possibly due to contraction of the obturator muscle.